Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for a low blood glucose of 53 mg/dl. Customer also had a high blood glucose of over 500 mg/dl. The customer did not recall how they were treated since they were unconscious during the incident. The customer had been using the insulin pump system within 48 hours of the hospitalization. However, the customer noted that the incident was triggered by heart-related issues and not by diabetes. The customer was released on the following day, (B)(6) 2018. Troubleshooting was initiated for the low blood glucose. No insulin pump or infusion set anomalies were noted. The insulin pump was not returned for analysis.